Event description:
Tip of trocar broke off when being removed from the pt. The nurse in the room stated that this device had failed the same way in the past and that ethicon was made aware of at the time. Pt undergoing laparoscopic bariatric procedure, ethicon endopath xcel bladeless 100mm trocar was placed in pt. Surgery was performed. At the end of the procedure when the assistant was removing trocar, it was discovered that the tip of the trocar had broken off. The surgeon inspected the wound and area around surgical field and the approx 2 mm radiolucent piece was undetectable. Precautionary films were taken and read by radiologist as negative. The prior time this occurred the piece was lodged in pt's wound and was extracted.